Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited p-wave and t-wave oversensing associated with low r-wave amplitudes resulting in multiple inappropriate shocks. Device data was sent to rhythmcare for review. Data review confirmed the cause of the reported observations with discussion related to further troubleshooting and programming options. This device remains in service no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited p-wave and t-wave oversensing associated with low r-wave amplitudes resulting in multiple inappropriate shocks. Device data was sent to rhythmcare for review. Data review confirmed the cause of the reported observations with discussion related to further troubleshooting and programming options. This device was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited p-wave and t-wave oversensing associated with low r-wave amplitudes resulting in multiple inappropriate shocks. Device data was sent to rhythmcare for review. Data review confirmed the cause of the reported observations with discussion related to further troubleshooting and programming options. This device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.